Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the coronary angiography procedure was completed after the patient was moved to another room. A philips field service engineer (fse) inspected the system on site and confirmed that it could not produce x-rays. A review of the system log file showed a 24v error related to the exposure switches. During troubleshooting, the fse found that the footswitch cable was damaged; it was replaced and visual images were shared. The visual analysis confirmed the footswitch cable damage. After replacing the wired footswitch, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.